Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance, undersensing, and observed small r-waves. The lead was capped and replaced. No patient complications have been reported as a result of this event.